Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information. (B)(4).

Event description:
According to the reporter, during a low anterior resection, the jaws of the reload were closed and the firing button was pushed. The green activation light was flashing, but the surgeon couldn't fire the instrument. Another reload was attached, but this did not fire either. While manipulating the reload on the tissue, a perforation occurred on the rectum, and the surgeon needed to create an anastomosis through the patient anus site. Extension of the surgery time by more than 30 minutes or re-operation necessary was reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.